Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Suspect device has not been received or evaluated by carefusion. (B)(4).

Event description:
The customer reported that after installation the sipap blender was out of specifications. Calibration testing passed but when testing the delivered concentration of oxygen out of the device, it is only delivering 50% when set at 100%, and delivering 21% when set at 60%. This was discovered during testing and no patient involvement was reported.